Manufacturer narrative:
One(1) device was received for evaluation. A visual inspection with naked eye was performed with no issues noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a minicap transfer set entered the clamp mechanism and resulted in a leak. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.